Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16460443/16643983.

Event description:
It was reported that the patients spinal cord stimulator was no longer working as intended. All device components were explanted and were discarded by the medical facility.